Event description:
There were instrument problems with the bayer centaur chemistry analyzer that were not discovered before incorrect results were released. Incorrect results were released on 9 patients. Quality control was all within range. There was no indication of a problem until delta checks were alerting us the next day. Patient 1: the original troponin result released was 0.15. When the test was repeated on another instrument the next day, the results were <0.02. The patient's nurse was called to notify of the corrected report. The patient was not treated based on the incorrect result. Patient 2: the original troponin result released was 0.11. When the test was repeated on another instrument the next day, the results were 0.04. The patient's nurse was called to notify of the corrected report. A cath was scheduled but cancelled when the troponin repeat test was negative. Patient 3: the original troponin result released was 0.10. When the test was repeated on another instrument the next day, the results were 0.02. The patient's nurse was called to notify of the corrected report. The patient had been started on heparin. Patient 4: the original troponin result released was 0.19. When the test was repeated on another instrument the next day, the results were <0.02. The patient's nurse was called to notify of the corrected report. The physician was consulted and the lab tests were recollected. The patient was not treated based on the incorrect result. Patient 5: the original troponin result released was 0.19. When the test was repeated on another instrument the next day, the results were 0.03. The patient's nurse was called to notify of the corrected report. An EKG was ordered and lab tests were redrawn. Patient 6: the original troponin result released was 0.15. When the test was repeated on another instrument the next day, the results were 0.07. The patient's nurse was called to notify of the corrected report. The patient had been started on heparin. Patient 7: the original troponin result released was 0.22. When the test was repeated on another instrument the next day, the results were <0.02. The patient's nurse was called to notify of the corrected report. A cath was scheduled and the patient had been started on heparin. The cath was cancelled and not performed. Patient 8: the original troponin value was 0.16. The blood specimen was tested again on another instrument after the error was discovered and the result was 0.07. The patient's nurse was notified about the corrected report. The patient was not treated based on the incorrect troponin result. Patient 9: the original troponin result released was 0.11. When the test was repeated on another instrument the next day, the results were 0.03. The patient's nurse was called to notify of the corrected report. The patient was not treated based on the incorrect result. Once we discovered the instrument was not working, the lab stopped using it, and the manufacturer came and fixed the instrument.